Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10. The customer returned qty two 915-2200 lot 865090, qty two 915-2201 lot 893700, and qty two 915-2200 lot 056430 for evaluation due to lack of retention complaint. A visual inspection of the screw showed light signs of attempted use. For further analysis the screw was returned to warsaw for further investigation by the ops manufacturing technician. The reported testing results show that the returned screws were possibly damaged as there were imprints of the driver tip in the head of most the screws. Dimensional testing could not be completed due to the damage to the screw heads. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00620, 0001032347-2020-00621, 0001032347-2020-00622 concomitant medical products: 2.0 lactosorb system 2.0 x 5 mm direct drive screw, part# 915-2200, lot# 865090, 2.0 lactosorb system 2.0 x 7 mm direct drive screw, part# 915-2201, lot# 893700, 2.0 lactosorb system 2.0 x 5 mm direct drive screw, part# 915-2200, lot# 056430. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that the screws could not gripped during an oral surgery. Some of the screws were too tight and some of the screws were too loose. No adverse events have been reported as a result of the malfunction.